Event description:
It was reported that the device exceeds the set operational speed. A rotablator console was selected for use. During procedure, it was unable to adjust the speed and that the device reached 170,000 rpm while the set operational speed was 56,000 rpm. The procedure was completed with another device. No complications reported and the patient was stable.